Event description:
It was reported that the hospital could not get the ventilator to ventilate the pt and that no error codes were generated. There was no pt injury. (B)(4). Reference MFR report # 8010042-2014-00086.